Manufacturer narrative:
Additional information was received indicating that 1 year and 8 months post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve due to recurring mitral stenosis. Prior to replacement, the patient was symptomatic. No further adverse patient effects were reported. The patient weight has been updated.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for evaluation. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received, a supplemental report will be submitted.

Event description:
Medtronic received information that 1 year and 8 months post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.